Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it could not complete testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor displayed code 203 indicating a pulse test failure. Upon eval. The enclosure and lcd were damaged indicating physical abuse. The cause for the test failure is separation of the high-voltage capacitors c22 solder pads from the defibrillator board. The root cause of the detached solder pads is severe mechanical impact as evidence by the damage to the enclosure and lcd. No adverse event resulted from the defective monitor.